Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Caller reports that he had experienced a blank screen on insulin pump. Caller was advised that insulin pump was not registered to him. Caller reports that he received insulin pump from his doctor. Caller was advised to inquire from doctor whom does the insulin pump belongs to and to go through the donation process if insulin pump belongs to another customer. No further information provided.